Manufacturer narrative:
The cpu board was recommended for replacement. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a patient use, the unit stopped ventilation. There was no reported patient injury.